Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided, weight unknown / not provided.

Event description:
It was reported implant removed due to fracture in the upper part of the screw channel.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified that the device was fractured around the collar.functional testing could not be performed since the product was fractured.pre-existing condition noted on the per was low bone density ¿ type iii. The reported device had been placed on tooth #13 (universal) for approximately 4 years. X-ray or picture images were not provided. Documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions (pages 3 & 4). Per the applicable IFU, under the section contraindications, it is stated that severe bruxism, clenching, and overloading, may cause component fracture. DHR review for the lot (63003511) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (63003511) and no similar event or complaint about nonconforming products was found. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.